Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-8216-70 (sn: (B)(4)) device evaluation indicated that the proximal tips were not returned. All cables from the paddle were pulled and exposed. Damage to the device was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient was experiencing discomfort with how his ipg was placed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort with how his ipg was placed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.